Manufacturer narrative:
UDI: (B)(4). This occurred on an unknown date in november 2016. Manufacturing date is 06/03/2016 - 06/10/2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had inadequate iodine. This was found during set up of peritoneal dialysis therapy. It was stated that the minicap sponge was dry. There was no patient injury or medical intervention associated with this event. No additional information is available.